Event description:
The info provided to sjm indicated an 8f angio-seal vip was deployed following a diagnostic and interventional procedure. One day later, duplexsonography revealed a diffuse hematoma but no aneurysm. Manual compression was used to treat the hematoma. Hospitalization was extended due to this event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined.